Manufacturer narrative:
(B)(4). The rptr of the complaint was asked to return the product for analysis as well as to indicate the product serial number, date of event, and implant date. The info has not yet been rec'd by allergan. The connector type cannot be identified nor an assumption be made as to the type of connector associated with this complaint because no serial number or implant date was given. Visual examination may determine the connector type associated with this report. Further info from the rptr regarding the serial number and the implant date has been requested. Device labeling address the possible outcome of leakage as follows: "deflation of the band may occur due to leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Allergan rep reported a removal and replacement of a lap-band port that was "faulty" and had a "leak."